Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware error reported on the refrigerator. A field service engineer (fse) investigated the issue with refrigerator 40, where bin had failed. The bins were tested in hardware test application (hta), and no issues were found. The refrigerator and station were reset, and the failed space was successfully cleared during reboot. The further testing in hta confirmed normal functionality. The customer proceeded to inventory the unit, and no additional issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge had hardware error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.